Manufacturer narrative:
When the deltapaq platinum microcoil 3 mm x 10 cm (dfs10031020/g13568) was attached to the enpower cable (gcb00018200/f70553); no green light was indicated. The coil did not detach. The dr. Repositioned the coil with no change. Then suddenly the green light came back on and the coil was detached. 4 coils (details unknown) in total were used only this coil had a problem. Detachment control box (f66832/catalog unknown) was used. There was no resistance felt during dpu/coil deployment. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights did not illuminate. The green system ready light did not illuminate. During the detachment cycle, the detachment light did not illuminate. The audible signal beeped. The first coil: presidio coil (details unknown) was detached successfully. The coil was not tested before use. When the second coil deltapaq 3mmx10cm was connected to the detachment cable neither the green light or red light was illuminated. Dr then repositioned the coil with no change. The physician did try to detach even though the light wasn¿t green and the coil did not detach. The connections at the detachment box were checked when suddenly the green light appeared and the cable was successfully detached. Based on the information, the event was not confirmed. The product was not returned for analysis; however the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: enpower cable (gcb00018200/f70553); 3 coils (details unknown); presidio coil (details unknown); detachment control box (f66832/catalog unknown).

Event description:
When the deltapaq platinum microcoil 3 mm x 10 cm (dfs10031020/g13568) was attached to the enpower cable (gcb00018200/f70553); no green light was indicated. The coil did not detach. The dr. Repositioned the coil with no change. Then suddenly the green light came back on and the coil was detached. 4 coils (details unknown) in total were used only this coil had a problem. Detachment control box (f66832/catalog unknown) was used. There was no resistance felt during dpu/coil deployment. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights did not illuminate. The green system ready light did not illuminate. During the detachment cycle, the detachment light did not illuminate. The audible signal beeped. The first coil: presidio coil (details unknown) was detached successfully. The coil was not tested before use. When the second coil deltapaq 3mmx10cm was connected to the detachment cable neither the green light or red light was illuminated. Dr then repositioned the coil with no change. The physician did try to detach even though the light wasn¿t green and the coil did not detach. The connections at the detachment box were checked when suddenly the green light appeared and the cable was successfully detached.